Event description:
The hospital reported that, as the clinician was inducing the pt, the clinician inadvertently pressed the 'checkout' button instead of the 'start' button. This action pulled up the system checkout menu. The clinician then inadvertently started the low pressure leak test. As a result of this action, the clinician was not able to exit the test to begin ventilating the pt. The pt reportedly desaturated to 70%. Resuscitation measures were taken and the pt was resuscitated. There was no reported negative outcome after resuscitation.

Manufacturer narrative:
Pt info has been requested but not rec'd. The reportable event is a use error.